Manufacturer narrative:
Device eval: other: the device has not been rec'd for eval/investigation. A f/u report will be submitted when the eval has been completed. Eval results: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that upon initial stick of the pt for a thoracentesis, the device accessed the target site and drained 1 liter of fluid from the pt. Upon removal of the device from the pt the hub separated from the sheath and the sheath remains in the pt. The thoracic surgeon and radiologist viewed the sheath under x-ray and decided that the remaining sheath did not need to be removed from the pt. The pt is frail and removal would be counterproductive.